Event description:
The patient's family member reported that the suspect device was used to check patient's blood glucose and the device result was 498 mg/dl. Patient was not feeling well and was dizzy and had diarrhea so family member took patient to the hospital. Upon arrival patient's glucose was tested at 52 or 62 mg/dl. Patient was admitted and patient was given an antibiotic. Glucose controls were not run on the system. Test strips were being stored out of the original capped vial provided by the manufacturer. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluations.